Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device observed switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the (B)(6) 2009 and performed to specification, alongside random manual power ons, up to the (B)(6) 2013. The device records manual power ups of 10 minutes duration between the (B)(6) 2013 and the (B)(6) 2015. The pad-pak became depleted and a further pad-pak was installed. The device failed several self-tests due to a low battery on the (B)(6) 2016 and remained in fault mode until (B)(6) 2016 when an increase in voltage then suggests a further pad-pak was installed, the device passed a self-test. Investigation found the fault can be attributed to membrane failure. The ten minute time outs and the excess current drain measured would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. During investigation the device failed to issue the adult patient prompt in english. The device is tested before leaving heartsine and passed however it is possible this step was incorrectly carried out by the operator who tested this device during manufacture. The fault would not have prevented the device delivering therapy. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in section of this report.